Manufacturer narrative:
Product analysis summary product analysis was unable to confirm the reported events. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir attributed to sharp instrument damage which most likely occurred during the explant; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. The reservoir also has wear in the reservoir shell. Labeling review review of the labeling confirmed the reported adverse events of migration is included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen, as allegation related to migration which is addressed in our labeling and risk documentation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir herniated making it palpable. The reservoir was removed and a new reservoir was implanted in a new space. The device was functioning properly. The original ipp was implanted in other facility. No further complications were reported in relation to this event.

Manufacturer narrative:
Product analysis summary: product analysis was unable to confirm the reported events. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir attributed to sharp instrument damage which most likely occurred during the explant; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. The reservoir also has wear in the reservoir shell. Labeling review: review of the labeling confirmed the reported adverse events of migration is included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen, as allegation related to migration which is addressed in our labeling and risk documentation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir herniated making it palpable. The reservoir was removed and a new reservoir was implanted in a new space. The device was functioning properly. The original ipp was implanted in other facility. No further complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the reservoir herniated making it palpable. The reservoir was removed and a new reservoir was implanted in a new space. The device was functioning properly. The original ipp was implanted in other facility. No further complications were reported in relation to this event.